Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010 including an ipg. The pt recently underwent an MRI. Afterwards, the charger and programmer could no longer communicate with the ipg. The pt was sent a new charger to resolve the issue, but was unsuccessful. No further info is available at this time.